Manufacturer narrative:
Based upon the investigation findings, the reported event that described an aneurysm above the bifurcated device was confirmed based on the clinical assessment image review. Product use might have been incongruent with the IFU, and might have contributed to this complaint due to: the tortuous right common iliac, the presence of patent lumbar arteries and a large mural thrombus. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported aneurysm above the bifurcated device is inconclusive, but appears most likely to be from disease progression and/or aortic remodeling as well as possible off-label use of the device. There was no device issue reported.

Event description:
It was reported that approximately 92 months post implant of a bifurcated device, a follow-up computed tomography scan revealed an aneurysm above the bifurcated device. An aortic extension was added to seal the new aneurysm. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.